Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g4; h4.

Event description:
Patient reported left side rupture, edema, seroma, and capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, seroma.